Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 8am on (B)(6) 2019, when she obtained alleged inaccurate blood glucose results of ¿149 and 179 mg/dl¿. The patient considered the readings high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with 40 units of levemir insulin at night. She reported that she had followed her usual diabetes management routine. She stated that at 11am on (B)(6) 2019, she felt symptoms of ¿very weak and sleepy, dizzy and nausea and head is numb or light-headed¿. She stated that she self-treated her symptoms by eating sweets followed by her usual food/regular meal. She reported that she felt better afterwards. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high readings on the meter.